Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to software related problem. Detection of connected removable devices is done in the context of the mainapplicationthread (gui thread) and utilizes os functions. For some reason, in some cases those operations take much longer than usual. During that time the user interface is blocked which may eventually lead to an apphang. If the apphang takes less than 60s then the apphang dialog closed automatically, the user interface can be operated again without any restrictions. If the apphang takes more than 60s, then after 60 sec, the bellavista venti controller detects a communication loss and alarms visually and acoustically. Bug fix improvements will be implemented on next sw release.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire technical support sent quote to customer. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us was placed on stand by and attempted to restart on invasive mode, and then the screen went black showing error message "decommission and restart". Furthermore, the customer confirmed that the issue happened during use, no patient harm reported associated with this incident.